Manufacturer narrative:
The customer biomedical engineer contacted ge healthcare technical support asking for the part number for replacement. Ge healthcare technical support provided the requested part number. No more information is available. No report of patient involvement.

Event description:
The hospital reported that a caster had broken off. There was no report of patient involvement.